Event description:
Potential for injury associated with broken casters on a trsx5 manual wheelchair. This event could cause product instability and potential for the chair to tip or the user to become stranded.